Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray switch and batteries were replaced during the service call.

Event description:
The customer reported that the 9600 system x-ray button would not work and the batteries were low. No pt injury was reported.